Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. Low, out of range pacing lead impedance was noted. No further information is available.